Manufacturer narrative:
A siemens field service engineer (fse) was not sent to the customer site. There is no record of a system malfunction and no record of any specific problems with the instrument. This issue has been classified as an isolated event. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discordant sodium, chloride and potassium results were obtained on an advia 2400 for one pt. The results were reported to the healthcare provider. The pt samples were repeated on another advia 2400 system and the corrected results were reported. The pt was pregnant and near-term with severe edema. The falsely results may not have contributed to the diagnosis of pre-eclampsia.